Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he insulin pump had a motor error alarm. Customer¿s blood glucose value was 174 mg/dl. Customer stated that the drive support cap was normal. Customer did not receive motor position encoder error. Customer was unable to complete rewind due to insulin pump alarm. Customer was advised to disconnect from the insulin pump. Customer was advised to replace the insulin pump. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The device will return for the analysis.